Manufacturer narrative:
The reported events of dislodgement, failure to capture, and failure to sense were not confirmed. The reported event of failure to extend or retract helix was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead was failing to both sense and capture. Fluoroscopy was performed and confirmed that the lead was dislodged. The physician attempt to re-position the lead on (B)(6) 2020. During the procedure, it was found that the helix of the lead failed to both extend and retract. The lead was extracted and replaced. The patient was stable.